Manufacturer narrative:
(B)(4). External insulation abrasion was noted at 37.3-37.6cm from the distal tip, consistent with lead friction to the ICD can. The outer coil was exposed at this location. (B)(4).

Event description:
It was reported that the atrial lead was observed to be damaged during a right ventricular lead explant and a device change out procedure. The lead was explanted and replaced. The patient was stable post procedure.